Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-8990ds-1, disposables kit, for fibertak® dx suture anchor, with drill guide, 1.6 mm guidewire, and 1.35 mm guidewire, while drilling with the 1.35mm drill from dx fibertak disposables kit ar-8990ds, the drill bit broke at interface between ao attachment and wire shaft - leaving k-wire drill bit sticking out of the glenoid. Drill bit retrieval was attempted with wire driver but was unsuccessful. Drill bit was successfully retrieved with plyers. At the time of inspection, it was believed that the drill wire tip had remained intact. This was detected during use in the final step of a modifed latarjet procedure - labral repair and capsular closure on (B)(6) 2025. The procedure was completed successfully with other drill bit (1.6mm) from disposables kit to drill and anchor was inserted for capsular closure. Case was closed without suspicion of remaining metal from drill. However, the surgeon contacted the arthrex employee with imaging showing a metal artefact remaining in the glenoid. On (B)(6) 2025 - the complaint initiator replied that additional surgery is required as part of the drill bit remained in the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided imaging noted the tip of a guidewire within the patient's shoulder. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.